Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out for eri, low pacing lead impedance was found on the rv lead. The lead was capped, and the patient was fine.